Event description:
Country of complaint: (B)(6). Needle detachment. Reported that it is unknown which of 40 boxes had defective items. Smaller usp's reported to break during knotting. Related medwatches: 2916714-2015-00191, 2916714-2015-00192, 2916714-2015-00193, 2916714-2015-00194, and 2916714-2015-00195.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.